Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of high impedance and high capture on the right ventricular (rv) lead. The rv lead was capped and replaced and the patient was stable.

Event description:
New information was received indicating that there was also intermittent capture prior to explant.